Event description:
It was reported that a pump required repair as needed. It was also reported that any patient involvement is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation the device experienced constant upstream occlusion alarms caused by a failed upstream sensor. The upstream sensor and pusher will be replaced.